Event description:
Customer reported low blood glucose symptoms with blood glucose result of 90 mg/dl obtained on a professional device. Customer self treated, and re-tested within 10 minutes on the aviva system with result in the 200's (mg/dl). No actions taken based on device results. No adverse event reported. Requested return of suspect device, however, customer no longer has the test strips; replacement was sent.